Event description:
The hosp reported that during a procedure, the polyloop would not deploy. The physician reported that he cut the polyloop at the handle, but when tried to remove the internal wire, the flexible housing became twisted and caused difficulty in removing the endoscope from the pt. The physician reported that he pulled the coiled housing of the polyloop forcefully and the loop was successfully deployed. There was no pt injury reported.

Manufacturer narrative:
The device in question has not been returned to olympus for investigation. Therefore, olympus cannot conclusively determine the cause of the user's experience. However, the most common reasons why the loop cannot be detached are detailed in our labeling and provided as follows. The first possible cause is that the coil sheath is not extended completely from the tube sheath. Secondly, if the bending section is angulated to an extreme position, it will prevent the coil sheath from moving smoothly. Another possible cause is damage to the coil sheath or the tube sheath which prevents the coil sheath from extending beyond the tube sheath. Or finally, the slider is not pushed all the way, causing the hook to extend beyond the coil sheath. If the device is returned, and further significant info is found, a supplemental report will follow.